Event description:
On (B)(6) 2015, patient care technicians attempted to cannulate the arterial site and re-adjust the arterial needle to obtain blood flow. At the time of initiating treatment, the arterial chamber was filled with saline but when blood reached the arterial chamber, it started emptying and filling with air. The machine alarmed and technicians attempted to assess and trouble-shoot by raising the level of the arterial chamber with saline. Patient lost consciousness. At that time, staff observed an empty saline bag and air in the dialysis lines. Staff placed patient in trendelenburg position on left side, applied oxygen and calling 911.